Manufacturer narrative:
No product problem detected. Insertion tool could not be removed from dental implant. The implant needed to be explanted. Dentist should have consulted instructions for use to prevent this from happen.

Event description:
Insertion tool could not be removed from dental implant. The implant needed to be explanted.